Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned devices are one 2.0mm hand plate bender, item 231220100 lot 352531 and one 2.0mm hand plate bender end, item 231220101 lot 352541. Visual analysis confirms both devices to be fractured at the tip. This analysis also identifies cosmetic damage to the 2.0mm hand plate bender end, beginning approximately 1" after the bend of the device, and continuing distally along the shaft approximately halfway to the fractured tip. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product code-hxp. Concomitant products: medical devices-plate bender catalog#:231220100 lot#:352531. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05142.

Event description:
It was reported that during a radial procedure, the tips of the benders fractured and fell into the patient. All fractured pieces were successfully retrieved. No impact to the patient is alleged.